Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. During processing of this complaint, attempts were made to obtain complete event, pt and device information.

Event description:
Device malfunction: vessel locator button would not stay depressed; time of malfunction: during arteriotomy closure; symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the vessel locator button would not stay depressed causing the vessel locator wings to prematurely collapse. The device was completely removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no additional information was available.